Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. Customer was treated by paramedics at the scene. The blood glucose reading was 25 mg/dl. The paramedics treated with glucagon. Customer was not taken to hospital. The current blood glucose reading is 64 mg/dl. Customer is treating with food. Nothing further reported.